Event description:
Customer reportedly obtained results of 247 mg/dl and 67 mg/dl on the aviva system within 10 minutes. The results were obtained on 2 strip vials of the same lot. Customer drank juice based on result of 67 mg/dl. No adverse event was reported. Request return of the suspect system and replacement was sent.